Event description:
Additional info from the hcp reports the pt was experiencing withdrawal symptoms. A rotor check was done and the pump was determined to be not functioning. The pt was treated with a duragesic patch and oral narcotics. The pt outcome was reported as continues to experience withdrawal since he had been on high rates of medication through the pump.

Event description:
The hcp reported the pt was experiencing increased pain and was hearing a pump alarm. The hcp reviewed the telemetry logs and noted a stall event had occurred in 2005. The pt had not had an MRI.